Event description:
This event is a summary of internally identified mobile programmer application terminations occurring between 01 january 2026 and 31 march 2026. The events involved application unresponsiveness (freezes) and unexpected terminations (crashes) during specific activities of the programmer application. A proportion of cases involved the application freezing or crashing when moved between background and foreground, occasionally accompanied by a persistent loading spinner. In several instances, the application could not reconnect to the patient connector after being backgrounded, resulting in workflow disruption. A subset of crashes were triggered under low available memory conditions on the host tablet. Additional events occurred during use of the analyzer or implantable pulse generator (ipg) applications, where crashes arose during specific programming workflows. Some events were also associated with the handling of unexpected or out-of-sequence device commands, including cases where the application crashed after being resumed from the background due to an unexpected perform command. Connection reliability issues were also observed, where instability or loss of communication between the application and connected devices led to workflow interruptions, freezes, or crashes. Further instances involved waveform dropouts in which the display briefly showed dots for several seconds, along with temporary mark ER/electrocardiogram misalignment. Data acquired from log files is not associated with any patient or clinician outcomes, and therefore there are no adverse events associated with this data. The events involved the following application versions: 4.2.3 3.7.12 4.4.2 4.5.2 3.19.1 3.15.3 3.11.3 3.24.3 the associated events occurred across a range of ipados versions: ios 16.x series - 16.4 and 16.6. Ios 17.x series - 17.1, 17.1.1, 17.1.2, 17.2, 17.3, 17.3.1, 17.4, 17.4.1, 17.5.1, 17.6, 17.6.1, 17.7, 17.7.2, 17.7.4,17.7.6, 17.7.8, 17.7.9, and 17.7.10. Ios 18.x series- 18.0, 18.0.1, 18.1, 18.1.1, 18.2, 18.2.1, 18.3, 18.3.1, 18.3.2, 18.4, 18.4.1, 18.5, 18.6, 18.6.2, 18.7, 18.7.1, 18.7.2, and 18.7.3. Ios 26.x series- 26.0.1, 26.1, 26.2, 26.2.1, 26.3, 26.3.1, and 26.4.

Manufacturer narrative:
Periodic summary report for data acquired from the log files of model no. M01a02 regulated under product code osr. Submitted in accordance with exemption no. Gen2400451. This report includes a baseline with past data collected via log files, back to 01 april 2024. The us release dates for in-scope application versions are: 3.11.3 january 2023 3.12.4 august 2023 3.15.3 december 2023 3.19.1 december 2024 3.7.12 january 2025 (china only) 4.2.3 june 2025 4.4.2 august 2025 4.5.2 december 2025 3.24.3 january 2026 (china only) investigations list number of events reported in this quarter: 33258 reporting quarter: q1 2026 (jan 01st ¿ mar 31st) cumulative data contains number of events and percentage of total since the malfunction was first identified. Investigation 88850 ¿ app crash or freeze due to background/foreground issues quarterly: 41 events, accounting for 0.12 % of all malfunction complaints this quarter. Cumulative: 220 total events, with 18.64 % representing this quarter¿s portion. Investigation 102926 ¿ background - foreground issues cause app crash or freeze quarterly: 614 events, accounting for 1.85 % of all malfunction complaints this quarter. Cumulative: 2922 total events, with 21.01 % representing this quarter¿s portion. Investigation 107614 ¿ app crash while entering a read from file session due to low memory quarterly: 1690 events, accounting for 5.08 % of all malfunction complaints this quarter. Cumulative:15770 total events, with 10.72 % representing this quarter¿s portion. Investigation 119913 ¿ app hang with wait cursor on report generation quarterly: 0 events, accounting for 0 % of all malfunction complaints this quarter. Cumulative: 169 total events, with 0 % representing this quarter¿s portion. Investigation 127478 ¿ app crash due to receiving malformed data quarterly: 245 events, accounting for 0.74 % of all malfunction complaints this quarter. Cumulative: 1324 total events, with 18.5 % representing this quarter¿s portion. Investigation 140865 ¿ app crash during use due to new device communication request initiated while device communication still in pr ogress quarterly: 1228 events, accounting for 3.70 % of all malfunction complaints this quarter. Cumulative: 5457 total events, with 22.5 % representing this quarter¿s portion. Investigation 171171 ¿ app crash after failed programming of time zone spin field in device date/time screen quarterly: 9 events, accounting for 0.03 % of all malfunction complaints this quarter. Cumulative: 44 total events, with 20.45 % representing this quarter¿s portion. Investigation 188415 ¿ app crash due to webview content loading failure after running for numerous days without closing quarterly: 1867 events, accounting for 5.61 % of all malfunction complaints this quarter. Cumulative: 7142 total events, with 26.14 % representing this quarter¿s portion. Investigation 212787 ¿ app crash when app is moved to background quarterly: 0 events, accounting for 0 % of all malfunction complaints this quarter. Cumulative: 37 total events, with 0 % representing this quarter¿s portion. Investigation 224278 ¿ smartsync cannot connect to patient connector quarterly: 20 events, accounting for 0.06 % of all malfunction complaints this quarter. Cumulative: 91 total events, with 21.98 % representing this quarter¿s portion. Investigation 229304 ¿ app crash due to inability to display 'unknownvalue' after telemetry loss quarterly: 134 events, accounting for 0.40 % of all malfunction complaints this quarter. Cumulative: 536 total events, with 25 % representing this quarter¿s portion. Investigation 229357 ¿ app crash with white screen during programming quarterly: 18 events, accounting for 0.05 % of all malfunction complaints this quarter. Cumulative: 113 total events, with 15.93 % representing this quarter¿s portion. Investigation 230976 ¿ continuous waveform dropout with dots for several seconds + marker/ECG misalignment quarterly: 19 events, accounting for 0.06 % of all malfunction complaints this quarter. Cumulative: 369 total events, with 5.15 % representing this quarter¿s portion. Investigation 230977 ¿ smartsync app stuck with spinner after device interrogation quarterly: 1045 events, accounting for 3.14 % of all malfunction complaints this quarter. Cumulative:10613 total events, with 9.85 % representing this quarter¿s portion. Investigation 234089 ¿ app crash after pacing system analyzer resumed from the background due to an unexpected command quarterly: 210 events, accounting for 0.63 % of all malfunction complaints this quarter. Cumulative: 225 total events, with 93.3 % representing this quarter¿s portion. Investigation 234220 ¿ user is blocked with a spinner after background/foreground operations giving an impression of a lag quarterly: 25834 events, accounting for 77.68 % of all malfunction complaints this quarter. Cumulative: 28952 total events, with 89.23 % representing this quarter¿s portion. Investigation 235070 ¿ user is blocked with a spinner when closing waveform viewer in psa quarterly: 12 events, accounting for 0.04 % of all malfunction complaints this quarter. Cumulative: 19 total events, with 63.16 % representing this quarter¿s portion. Investigation 235293 ¿ app crash or freeze due to closing communication connections quarterly: 272 events, accounting for 0.82 % of all malfunction complaints this quarter. Cumulative: 11789 total events, with 2.31 % representing this quarter¿s portion. Summary of actions: across all investigations, the manufacturer has taken a combination of corrective and preventive software actions, including partial and full fixes delivered through smartsync maintenance releases, with a number of issues resolved. Those involving background/foreground transitions, memory management, handling of unexpected or out of sequence device commands, connection reliability, and user interface lockups (where the screen becomes unresponsive or stalled)¿ remain under active investigation. Investigations are still in progress where root cause work continues, but for all events, corrective actions have either been taken or are actively planned based on the findings to date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.